Manufacturer narrative:
No issues with the side rails were found during the bed frame inspection conducted by the arjo representative. The side rails and other bed's functions operated normally. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forecefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use (IFU 831-374) states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, unintentional activation of the blue release lever can cause the locking pin to shift from its intended position, and this user interaction is required for the issue to occur. The component's performance allows such movement when the lever is pulled quickly and forcefully. Despite this, the side-rail design remains compliant with iec 60601-2-52 safety and performance requirements. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. The patient fell off the bed and sustained minor injuries.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of an event involving the citadel plus bed frame. While the nurse was cleaning the patient, the patient was positioned on her left side for 1¿2 minutes, leaning against the left body side rail. A cracking sound was heard, the side rail opened, and the patient fell out of the bed. Initially, it was reported that the patient had no injuries. The following day, it was stated that the patient experienced knee and back pain and was scheduled for x-rays and a CT scan. Later, the caregiver confirmed that both the x-rays and CT scan were negative, and the patient was discharged from the hospital the next day. This event did not result in a serious injury.